Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent could not be deflated during preparation. During preparation in a percutaneous coronary intervention (pci), the balloon to a 2.25 x 12mm promus element plus was pre inflated, but could not be deflated. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: no stent was returned for analysis. A review of the manufacturing stent profile data was performed and the stent od was within maximum crimped stent profile measurement. There was signs that positive pressure had been applied to the balloon as it was returned in a deflated state. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified multiple kinks along the length of the hypotube shaft. The inner lumen was found to be stretched and bunched at 138cm distal from the distal end of the strain relief. No issues were noted to the outer lumen and mid- shaft section of the shaft polymer extrusion.

Event description:
It was reported that stent could not be deflated during preparation. During preparation in a percutaneous coronary intervention (pci), the balloon to a 2.25 x 12mm promus element plus was pre inflated, but could not be deflated. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.